Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter leaked from an unknown location.

Manufacturer narrative:
Upon review of the investigation details, bard medical/bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the foley catheter leaked from an unknown location.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter leaked from an unknown location.